Event description:
Boston scientific crm received information that this health care professional called to determine the tarp. The patient experienced syncope two times on a treadmill, however had no previous issues. The hcp was inquiring if the patient hits 2:1 block point on the treadmill. Technical services (ts) explained the tart is over 200 bpm so it's unlikely that the patient is hitting this rate and she wouldn't track this high either. Ts discussed other possible causes for syncope. No apparent lead issues, however one episode of noise during vt episode noted but this did not occur during the syncopal episodes. The clinic is investigating possible neurocardiogenic syncope.

Manufacturer narrative:
At this time, the pacemaker remains in service. There is no further information available. Should additional information become available, this event would be updated.